Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10f01037 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of a patient who made a mistake / touch contamination, low blood pressure and peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the patient stated that on and unreported date, the patient made a mistake / touch contamination. On (B)(6) 2011, the patient experienced low blood pressure and peritonitis and was hospitalized that same day. The cause of the peritonitis was patient made mistake / touch contamination. Treatment information was not reported. Dianeal therapy was ongoing. The patient was recovering from the low blood pressure and peritonitis. The outcome for the event of patient made mistake / touch contamination was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.